Event description:
It was reported that cartridge did not fully snap into pump when caller attempted to load it. There was no reported impact to the customer¿s blood glucose level. Caller worked with technical support to remove pump case, inspect and clean pump and cartridge areas, and was assisted with filling and loading new cartridge, after which cartridge clicked into place and caller successfully completed load process and resumed insulin delivery.